Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. The patient underwent general anesthesia for the implant procedure. During the procedure, pre transesophageal echocardiography (tee) imaging was performed. The access on the left and right groin was obtained. A 2-dimensional intracardiac echocardiography (ice) was introduced in the left groin and the was sheath with versacross connect was introduced in the right groin. A rf pigtail wire was advanced into the superior vena cava (svc). The versacross connect and the was sheath were loaded over the pigtail wire and dropped onto the fossa ovalis. Heparin was administrated to the patient. After confirming the was sheath and transeptal location on ice via visualization of tenting, the rf pigtail was applied with baylis generator at one (1) second and constant setting. Transeptal was unsuccessful and it was determined that there was more reach needed, and better contact required. The pigtail wire was advanced back into the svc and the was sheath and versacross connect dilator were removed and re-shaped. The system was advanced back into the svc, and it was dropped onto the fossa ovalis. The same rf pigtail wire was applied twice and unsuccessfully crossed. The transeptal location was then visualized and confirmed on tee. The baylis generator was changed to two (2) seconds and pulse setting the rf pigtail wire was applied and unsuccessful. The physician then decided to switch to a non-boston scientific (bsc) sheath. The was sheath and versacross connect dilator were removed and the non-bsc sheath was introduced. It was dropped onto the fossa ovalis, visualized on ice and rf pigtail wire was applied through versacross rf wire and baylis generator at 2 seconds and pulse setting. The attempt was unsuccessful. A brk needle was opened and introduced into the non-bsc sheath. A manual transeptal puncture was attempted and unsuccessful. The physician then decided to use a bovie and wire. After introducing the wire to the non-bsc sheath, visualizing the transeptal location on ice, the physician applied the bovie to the wire and it advanced into the left atrium (la). The non-bsc sheath and dilator were advance into the la over the wire. The wire was switched out for a non-bsc wire and the non-bsc sheath and dilator were removed. The was sheath and dilator were introduced and advanced into the la over the non-bsc wire. The wire was then removed with the dilator, and a pigtail catheter was introduced to the was sheath. The pigtail catheter was advanced into the laa under visualization on tee and the was sheath was advanced over it. A 27mm closure device was opened and prepared. The closure device was introduced to the was sheath after pigtail removal using a wet-to-wet connection. After a flex ball was formed, the closure device was deployed and visualized on tee. It was determined the closure device placement was too proximal, so it was recaptured partially and moved into an anterior lobe and deployed. The deployment was too proximal, so it was partially recaptured again. After the second partial recapture, the physician noticed a drop in blood pressure. The physician swept for effusion on tee and visualized a considerable effusion. The physician decided to fully recapture the closure device and remove the system entirely and performed a pericardiocentesis. They reversed heparin and called for cardiothoracic surgeon. By the time the physicians were able to tap the pericardium, thrombosis had formed. The cardiothoracic surgeon attempted to rescue the patient, but it was unsuccessful. The patient passed away.